Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer for analysis. The investigation is currently underway.

Event description:
It was reported that during an attempt to advance the coil, the coil detached in the catheter. Both segments were removed in their entirety from the patient along with the catheter. There was no reported intervention or patient injury. The patient was reported to be stable.

Manufacturer narrative:
The device was returned with the catheter, introducer, pusher, and the implant coil; the coil was noted to be detached from the pusher. The pusher was noted to be within specification, with no kinks or damage observed along its length. The strain relief tip was slightly damaged; however, did not display any burn marks. The tie-knot section of the implant coil was noted to be properly secured. The coil did not have any damage; however, was noted to be slightly misshappen and closely wound along its entirety. The pusher was dissected to expose the attachment tether monofilament, and noted that the monofilament suffered a straight cut, and had a rebound length was within specification. Based upon the investigation findings and available information, the reported complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.